Event description:
Rec'd report from abbott international affiliate, abbott australasia, stating "the valves in the canisters were holding, causing loss of vaccum". No info was provided indicating patient involvement. No further info is available.